Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The reported thermal device malfunction is associated with a personal diabetes manager manufactured prior to the correction for action res (B)(4) was implemented. We are unable to confirm or determine the root cause of the reported thermal event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient's omnipod dash controller/personal diabetes manager had a swollen battery. No harm to the patient was reported and no medical assistance was required.